Manufacturer narrative:
Product event summary: at analysis it was noted that the device was broken, that when the screen was turned on it seemed to be inactive and it did not pass all of its incoming functional tests. The device was replaced.

Event description:
It was reported that the programmer's software analyzer was "broken," that when it was turned on the screen icon seemed to be inactive. The product has not been returned for service. No patient complications have been reported as a result of this event.